Manufacturer narrative:
On march 28, 2025, novocure identified that the initial manufacturer report number (MFR) reflected an incorrect submission year. The correct MFR for this report is 3010457505-2025-00414.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 72-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2024, the patient's daughter informed novocure that the patient had experienced a fall and hit his head on a dresser earlier that morning sustaining a skin laceration. As a result, the arrays were removed, and optune gio therapy was temporarily discontinued. The patient was subsequently transported to the emergency room (ER), where sutures were applied to the wound. The patient's daughter confirmed the fall was not related to the use of the optune gio device. On (B)(6) 2024, the prescribing physician confirmed that the patient presented to the emergency room on (B)(6) 2024, following a fall. It was noted that the patient was not hospitalized but was evaluated and subsequently discharged after sutures were applied. The patient experienced disease progression and optune gio therapy was temporarily discontinued.